Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device presented an e6 error message while the patient was asleep. The device did provide an acoustic alarm and vibrate, however the patient slept through this alarm. As a result, the patient awoke with elevated blood glucose levels. The patient experienced symptoms of headache, nausea, and was lethargic. The patient's mother assisted the patient by changing the battery, cartridge, and infusion set to clear the error. The mother then treated the patient by delivering correction boluses. The patient was unable to self-treat. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The cartridge compartment is contaminated. A wrong cartridge change and the insulin in the cartridge compartment led to a corroded piston rod and e6 error messages.